Manufacturer narrative:
(B)(4). Initial report: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Associated products : medical product: vivacit-e dm bearing 28x46mm, catalog #: 110031013, lot #:64790181. Medical product: g7 dual mobility liner 46mm g, catalog #: 110024465, lot #: 985080 . Medical product: g7 osseoti multihole 60mm g, catalog #: 110010268, lot #: 6627081. Medical product: bone screw self-tapping 6.5 mm dia. 30 mm length, catalog #: 00625006530, lot #: j6923634. Medical product: bone screw self-tapping 6.5 mm dia. 25 mm length, catalog #: 00625006525, lot #: j6822882. Medical product: tprlc 133 t1 pps ho 14x148mm, catalog #: 51-104140, lot #: 6923929. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left tha on and unknown date. Subsequently, the head disassociated at an unknown date. The patient was then revised two weeks later on (B)(6) 2021 due to dislocation.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information: the implant and explant dates have been confirmed as follows: implant date :(B)(6) 2021 explant date: (B)(6) 2021 the following sections were updated: b4, b5, d6, g3, h1, h2, h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the patient underwent left tha on (B)(6) 2021.the patient was then revised two weeks later on (B)(6) 2021 due to dislocation and disassociation.

Event description:
It was reported the patient underwent a left tha on and unknown date. Subsequently, the head disassociated at an unknown date. The patient was then revised two weeks later on mar 15, 2021 due to dislocation.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The complaint has been confirmed, following review of the returned device it is evident that it has been implanted and shows heavy signs of staining which may be due to contact with the g7 shell after it dislocated in vivo, or to contact with instruments during its extraction at revision. A numerous lighter marks were observed all around the rim at the base of the head, most likely caused by instruments during revision. On visual inspection the ceramic head it can be seen that the bearing surface is heavily stained. The device shows signs of wear. Dimensional check on head height and spherical diameter was conducted. Results show conformance to specification. Assembly checks have not been carried out as the returned items (12-115111) cannot be mated with liner which was not returned. Material evaluation was conducted from a review of the raw material certificate issued by the supplier. The coc confirms conformance to specification. Uneven metal transfer marks were observed within the taper of the ceramic head, which can be indicative of sub-optimal alignment and/or of the presence of debris during assembly onto the stem taper. This is not thought to have contributed to the dislocation. One anteroposterior (ap) radiograph of the left hip has been provided with (B)(4). Although the date of the ap radiograph is not known, the dislocation of the femoral head from acetabular shell seen in the radiograph confirms that the radiograph was taken after dislocation and prior to revision surgery. The radiograph also shows that the surgeon used two bone screws to improve fixation of the acetabular shell. Intraoperative or immediate post-primary full pelvis radiographs are required to evaluate the initial size, position and alignment of the components. The patient is a 69 year old male with 5 feet 9 inches of height and 300 lbs of weight (bmi 44.30, obese). The manufacturing history records (mhrs) for the biolox delta modular ceramic head, taperloc femoral stem, vivacit-e dual mobility bearing (provided in linked complaint (B)(4)), g7 dual mobility acetabular liner (provided in linked complaint (B)(4)) and g7 osseoti acetabular shell (provided in linked complaint (B)(4)) have been checked and verified that these components were manufactured and sterilized in accordance with the applicable specifications. The mhrs for the other associated components (bone self-tapping screws) were not available at the time of writing this report. The instructions for use provided with the biolox delta modular cramic head provide the following relevant information: warnings excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear. Possible adverse effects 8. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. The cause of the dislocation cannot be determined without post-primary x-rays, surgical notes of both primary and revision surgeries, and analysis of the revised components. However, high bmi of the patient and improper acetabular cup positioning may have been contributing factors. There have been no additional complaints reported in the time period of april 8, 2018 to april 8, 2021. No history of corrective/preventive or field actions during the last 3 years for this implant. No further actions are deemed necessary at this time. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.